Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm: complaint regarding expedium products. Per complaint form: migration of rods post op bilateral.

Manufacturer narrative:
(B)(4). One (1) expedium 5.5 ti pre-lordosed rod, 65mm [product code: 1797-71-065, lot number: bdi5yth ] were returned to the complaints handling unit (chu) for evaluation. Visual examination of the straight w/line rod (1797-71-065) shows the markings of point of contact of rod and polyaxial screw head were along the axis of the rod. Also the significant impaction marks on one end of the rod indicate to bilateral movement of the screw heads on the rod. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. With the information provided, a definitive root cause for the migration of the rod cannot be determined. However, some possible root causes are: - one of the set screws was inadequately tightened properly, resulting in the migration of the rod. - inadequate reduction of rod into the implant. - torque driver was not set to a torque of 80 in-lbs. This is not an exhaustive list and a definitive root cause cannot be determined with certainty. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.